Event description:
Caller reported a cartridge alarm issue with the device, and the blood glucose level was displayed as "high," though the specific value was unknown. The customer replaced the cartridge and administered a bolus using the pump but required no third-party assistance. Despite receiving confirmation of consecutive cartridge alarms, no adverse impact on the customer's blood glucose level was reported. Technical support confirmed the need to replace the pump, but as the pump was out of warranty, an out-of-warranty loaner pump case was documented.